Event description:
It was reported that there was premature battery depletion with a high current drain on the right atrial (ra) lead. The ra lead had low impedance and high thresholds. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that there was premature battery depletion with a high current drain on the right atrial (ra) lead. The ra lead had low impedance and high thresholds. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 451253 implantable pacing lead 1988 (B)(6). (B)(4).